Event description:
Our rep is reporting to us that during a latarjet shoulder procedure, the surgeon drove a gryphon drill bit into one of the latarjet screws, which shredded the drill tip causing metal filings to fall into the joint space. They are not sure if all of the debris was flushed from the body. However, the procedure was concluded successfully without further issue or harm to the patient. The complaint device was discarded at user facility.

Manufacturer narrative:
Although nothing is being returned and no lot number was provided, based on the event description, we attribute the issue and the device's condition to technique, a user issue. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.